Event description:
Patient revised to address loosening and poly wear

Manufacturer narrative:
No products were returned for examination. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported device loosening and polyethylene wear without the products to examine. Provided information stated the patient jumped off a raised object and began onset of pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.